Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a residue after decontamination. However, a definitive root cause of the sticky grip could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The rhino-laryngo videoscope was returned to the service center with a report of air leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, sticky grip was found. The most probable causes were damage or deterioration of parts. There was no patient involvement.